Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter. (B)(4).

Event description:
On (B)(6) 2016 information was received from a healthcare provider (hcp) via a company representative regarding a female patient who was receiving gablofen 2000mcg/ml at 290.4 mcg/day and bupivacaine 2.5mg/ml at 0.363 mg/day via an implantable pump for intractable spasticity. On an unknown date, the patient experienced underdose and overdose symptoms due to the patient flipping the pump. The physician suspected the catheter was damaged as a result. Diagnostics and troubleshooting were unknown. The pump reservoir volume at the time of refill was inconsistent with what the clinician programmer reflected. The volume was off by approximately 10-15ml; so at one point, the patient should have had 25ml in the pump and the physician was able to withdraw 40ml. On (B)(6) 2016, the patient underwent a catheter revision at the proximal end and a replacement of the pump. As of (B)(6) 2016, the event had resolved. At the time of replacement, the clinician programmer reflected that the reservoir volume should be 35.3ml and 25ml was extracted from the pump. The patient's status was unable to obtain. Additional information has been requested regarding the event date, the cause of the event, troubleshooting/diagnostics and the event's outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Device evaluated?: analysis of the pump found overinfusion due to an undetermined root cause. During testing, the pump was found to be overinfusing by more than 14.5% at standard test conditions and typical therapeutic rate (300 ul/day). Per the deviation, this pump will be subjected to long term dispense and weight testing, using last known infusion rate from full to empty.

Manufacturer narrative:
Additional analysis completed. No new anomalies found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.